Event description:
In this case the customer reported that the multifunction foot switch pedal for lowering the bed remained depressed and caused abnormal operation. The philips field service engineer (fse) confirmed that there was no rescan or harm to the pt or operator. The fse reported that the pt support would move down when the load (up and in) pedal on the multifunction footswitch (mffs) was engaged and motion ceased when the load pedal was released. The fse determined that the standoffs supporting the unload (down and out) pedal were loose causing the unload pedal to sit higher and partially engaged. The fse confirmed that (B)(4) had implemented a week earlier. The fse secured the standoffs which positioned the unload pedal correctly to resolve the issue. There was no report of un-commanded motion.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).